Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that both of the bearings were missing. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual evaluation of the returned provisional shows scratches on the superior and inferior side of the device and both ball bearings had disassembled and were not returned with the device. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices and the device was subsequently re-designed to account for this failure mode with a new locking mechanism. This device was manufactured prior to the design change and the root cause is therefore attributed to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.